Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, and the outer insulation had a cosmetic depression. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead had high impedance and was oversensing and that the patient received inappropriate therapy. Both the lead and the device were removed and replaced. No further patient complications have been reported as a result of this event.